Manufacturer narrative:
Returned to manufacturer on: unknown. Investigation date has been used for this field. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® lh 170 i.u. Plus blood collection tubes had a stuck stopper.